Event description:
On (B)(6) 2010, pt's mother reported the pt went to camp on (B)(6) 2010 and when she picked him up from camp they informed her that his blood glucose was elevated with a reading of 470 mg/dl on (B)(6) 2010. Mother stated they tried bolusing and his blood glucose remained elevated so they took him off the infusion device on (B)(6) 2010 and gave him injections. Mother reported the injections brought his blood glucose back down to normal. Pt's normal blood glucose range is usually 100/200 mg/dl. Mother stated the pt has been on injections since (B)(6) 2010 and his readings returned to normal today; they are a little bit elevated because he has cold. Had mother insert a battery into the infusion device during the call; e8 (power interrupt) alert displayed. Explained to the mother the e8 occurs when the battery is removed without first placing the infusion device in stop. Had mother clear the e8 by pressing check twice. Infusion device does not have any of the accessories that were in use when the pt received the elevated readings. Mother reported the pt fills the insulin cartridges with cold insulin. Advised to use insulin that has warmed up to room temperature. Mother stated the infusion adapter is changed approximately once a month. Advised to change the adapter with every 10th cartridge change. Mother reported that on (B)(6) 2010, all accessories were changed prior to the pt going to camp. Mother stated there were no error messages and the pt was at camp and may have been nervous. Recommended mother fill a new cartridge and prime the infusion set to make sure insulin flows from the end. She said she can do that on her own. Asked her to call back if he had elevated readings once he is back on the infusion device. On f/u call to mother on (B)(6) 2010, stated she was able to insert a new cartridge and get the infusion device set up. She said it appears to be working just fine. She stated his blood glucose has gone up to the 300 mg/dl range but bolusing brings it back down to normal so the infusion device is working. Mother reported the reason his readings are elevated is probably a combination of it being "back to school time and being nervous about that and "football." Mother stated she will talk to his doctor on monday and send his readings to him. Attempts to f/u with mother to verify if the pt was physically capable of self treatment at the time of the incident were unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.